Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. After a guidewire crossed the lesion, intravenous ultrasound (ivus) was advanced but failed to cross the lesion. A 12mmx2.25mm nc quantum apex balloon catheter was advanced for dilatation and the device was initially inflated at a nominal pressure level. However, during the second inflation at 14 atmospheres, the balloon ruptured. The ruptured balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the lumen and blood on the device. Microscopic inspection revealed a pinhole in the balloon material on the distal edge of the distal markerband. The reported information indicates the device was inflated to 14atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. After a guidewire crossed the lesion, intravenous ultrasound (ivus) was advanced but failed to cross the lesion. A 12mm x 2.25mm nc quantum apex(tm) balloon catheter was advanced for dilatation and the device was initially inflated at a nominal pressure level. However, during the second inflation at 14 atmospheres, the balloon ruptured. The ruptured balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.